Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted due to infection. No other information was available.

Manufacturer narrative:
The lead was returned due to infection. As received, a partial lead was returned in three pieces. Electrical testing did not find any discontinuity or internal short on the returned pieces. Additional findings unrelated to the reported event: visual inspection found all five filars of the outer coil fractured due to clavicle crush at distal to the suture sleeve impression. The inner coil was intact, and no inner insulation was found in that location. Three external abrasions breaching the outer insulation were also found at distal to the suture sleeve impression consistent with friction to another implanted device or feature of the patient anatomy. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
Correction: section d1 - the brand name should be "bipolar ventricular endocardial lead" rather than "abbott low voltage lead." Correction: section d2b - the code should be "dtb" rather than "nvn." Correction: section d4 - the correct device information has been entered. The previous device information was not accurate. Correction: section d6a - the implant date should be "(B)(6) 1991." Section d4 - UDI not available as product was manufactured on or before september 23, 2014